Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a thoracoscopic pneumothorax, the device was approached to the tissue, the handle was squeezed, and the green button was pressed, after that, although firing was attempted to be performed, the handle did not work. Another device was used to complete the case.